Event description:
It was reported a shocking or jolting sensation. Patient experienced vagina shocking over the past weeks and some return of frequency. Patient had bilateral implantable neurostimulators (ins) with bilateral leads. Right system is in s3. This ins was showing impedances higher than 4000 ohms on some of the bipolar pairs. This was noted last (B)(6) during left ins explant. Impedance test was performed at .5v because patient was programed at .65v and could not tolerate impedances at normal default settings. Contact "0" had impedance measurement higher than 4000. All others were normal. Patient does not use contact "0." Patient did not have problems with shocking/overstimulation when going through theft detectors. It used to happened, but was becoming more frequent associated with some loss of therapy. Patient was unwilling to keep a diary or shut off one side or the other to investigate the situation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-41, lot# v967832. Product type: lead: product ID 3093-28, lot# v548474, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).